Manufacturer narrative:
A visual analysis of the returned percuflex plus ureteral stent was performed and it was found that the pigtails section has severe calcification and was faded (black). A review of the device history record was performed and no issues were identified which might have caused or contributed to this complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed on the returned device segment, the most probable root cause is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a percuflex plus stent device was removed during a ureterolythotripsy procedure within the ureter performed on (B)(6) 2013. According to the complainant, during withdrawal, the stent was noted to be calcified. With the use of tweezers, the encrusted stent was completely removed from the patient and no replacement was needed. This was a scheduled stent removal procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent device was removed during a ureterolythotripsy procedure within the ureter performed on (B)(6) 2013. According to the complainant, during withdrawal, the stent was noted to be calcified. With the use of tweezers, the encrusted stent was completely removed from the patient and no replacement was needed. This was a scheduled stent removal procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of stent calcified. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.